Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) with the homechoice (hc) machine during dwell 2 of 4. The home patient (hp) was still connected. The technical service representative (tsr) asked the hp if any bag came undone. The hp stated no. The tsr explained the alarm and helped the hp clear the alarm by turning the hc off and on. The hp resumed with manual supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the initial report, the cassette is not available for evaluation as it has been discarded. A 510k number cannot be provided in this report because the product code is unknown at this time.